Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of a tcmid: 05 (coolant diff failure) was not observed during functional testing; however was confirmed during review of the event log. The probable root cause was due to the damaged lm 34 temperature sensor likely due to corrosion. The thermogard xp ivtm console is a reusable device and was manufactured on 22 september 2011. It has exceeded its expected serviceable life of five years and is over 9 years old. Upon visual inspection no physical damage was observed. A review of the event log was performed and found tcmid: 05 error to have occurred on the reported event date. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was one similar history of complaint reported for the thermogard console with serial number (B)(4). Ccr (B)(4) reported on 16 may 2017. Zoll service technician replace lm 34 temperature sensor.

Event description:
At an unspecified time during ivtm therapy, the thermogard console (sn (B)(4)) displayed tcm ID:05 (coolant diff failure) error message on the display panel screen. The console was restarted for four times; however, error reoccurred. Following this, the user used another console to continue and complete the ivtm therapy. No patient consequence was reported.